Event description:
It was reported to philips that the device no longer charges needs ac power module. There was no patient involvement.

Event description:
It was reported to philips that the device no longer charges needs ac power module. The customer worked with the technical support representative. The customer confirmed that they need he ac power module since batteries are no longer charging. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which was ordered to the customer. The customer to install module. The device remains at the customer site and no further evaluation is warranted at this time.